Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on 05/17/2025 that skin irritation occurred at the puncture site, the sensor was removed, and no harm occurred. The area was lumpy. Follow up contact was made with the customer on (B)(6) 2025 and event details were clarified. Treatment provided for an infection at the site. The biosensor was inserted in the arm on (B)(6) 2025 and was removed on (B)(6) 2025. The patient had some pain in the area and noticed a bump and pus at the puncture site. The area was infected. He went to an outpatient hospital site on (B)(6) 2025 where a healthcare provider (hcp) prescribed an unknown oral antibiotic. He did not remember the name of the medication, but was instructed to take it four times per day for a week. He also decided to self-treat with an unspecified topical ointment. At the time of the follow up contact on (B)(6) 2025 he had recovered and indicated the site did not bother him. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event details were available.